Event description:
The customer reported the system lockup during warmup. They rebooted and same results trying to fluoro a warmup shot.

Manufacturer narrative:
The ge service rep re-seated all fuses on power signal pcb. Tested system. System is operating as intended.